Manufacturer narrative:
No device return anticipated due to the facility would not allow it. Concomitant medical products: 02-010-01-0340 - logic femoral ps cem right sz 4 4741559, 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t 4818463, 200-02-35 - three peg patella 35mm 4775031, 201-78-81 - 3" trocar, mod. Hex 2pk 4553369, 201-78-89 - 3" drill bit, mod. Hex 2 pack 4702205, 203-96-42 - 11-4132 stryker sys 6 90x13/21x1.19 53217. Remedial action initiated: z-0021-2022. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a 68 yo male patient, initial right knee implanted on (B)(6) 2017, underwent a revision procedure on (B)(6) 2022, approximately 5 years 4 months post the initial implant procedure due to early poly wear. The poly was swapped to a packaging compliant implant, 4/10mm ps. The patient was last known to be in stable condition following the event. No device returning as the facility wouldn¿t allow it.

Event description:
The revision reported was likely the result of wear of the tibial insert. Contributing factors to the wear and delamination may have been implant positioning and being packaged in a non-conforming vacuum bag for more than five years. However, this cannot be confirmed because the component was not returned for evaluation and radiographs were not provided.